Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b6, d1, d2, d4, d10, g4, g5, h2, h3, h4, h6 a g7 bonemaster ltd acet shl was returned and evaluated against the complaint. Visual inspection found the rim of the shell to be scratched or scraped. After the liner was removed, no damage was observed to the inner radius. No debris or foreign material was observed between the liner and shell. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03027.

Event description:
It was reported g7 dm used for thr. Dm liner could not be seated despite surgical technique being followed. G7 dm liner and cup had to be removed and a cemented advantage required to achieve stability.